Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios: omnipod software app version: 2.1.0, operating system: 26.4, hardware: iphone18.3, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was wearing the pod on the arm between 36 and 48 hours. On 15 may 2026, the patient sought emergency room (ER) care due to alleged device-related issues, including discrepancies between continuous glucose monitoring and pod readings compared to fingerstick values, with elevated blood glucose (bg). The patient experienced symptoms of dehydration and hyperglycemia, with a reported peak bg of 458 mg/dl. The patient attempted a bolus via the pod without effect and subsequently administered 15 units of insulin. The system reportedly displayed an "automated delivery restriction" message and transitioned from automated mode to limited mode. The patient remained in the ER for approximately 4 hours and was released on (B)(6) 2026. Treatment included intravenous fluids, and the pod remained in manual mode. The patient reported the pod insertion ¿did not feel right.¿ upon removal, the cannula was observed to be slightly bent. Dexcom was notified of the event on 20 may 2026.